Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels after approximately 5-24 hours of pod wear on the abdomen. Blood glucose was reported to have increased to approximately 12 mmol/l (216 mg/dl) and did not decrease despite administration of correction bolus doses, including a 3.1-unit bolus. Upon pod removal, the cannula was not visible despite the pink slide having advanced, indicating a potential needle mechanism failure. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.